Event description:
It was reported that the patient's device reached end of life (eol) prematurely. The device was non-responsive to the magnet test, and telemetry was not available as there was no pacing output. The device was removed and replaced. The right ventricular lead was found to have high thresholds in certain positions. Noise was heard on the lead during manipulation of the patient's arm. The pace/sense portion of the lead was capped, and a new pace/sense lead implanted. The high voltage coil of the chronic lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device lost telemetry and function due to battery depletion. The cause of the depletion cannot be determined. The device was fully functional and operated under normal current drain when powered with an external supply. The residual voltage and impedance indicates that the battery was not internally shorted. One possible explanation is that the vf detection was turned on causing the device to charge continuously. Since no save to disk data could be retrieved from the device and no other data was provided from the field there is no way to confirm this result. The result of analysis is inconclusive.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device lost telemetry and function due to battery depletion. The cause of the depletion cannot be determined. The device was fully functional and operated under normal current drain when powered with an external supply. The residual voltage and impedance indicates that the battery was not internally shorted. One possible explanation is that the vf detection was turned on causing the device to charge continuously. Since no save to disk data could be retrieved from the device and no other data was provided from the field there is no way to confirm this result. The result of analysis is inconclusive.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.